Manufacturer narrative:
The investigation for the reported high purge pressure issues has been completed. The impella device has not been returned for evaluation. Clinical details were unable to determine the root cause of the high inaccurate flow since product was not returned. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the impella pump was implanted emergently after cardiopulmonary resuscitation (CPR). It was reported that the pump showed signs of flow saturation. There is no indication of how this complication was managed. It was reported that the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.